Event description:
I had a total hip replacement on (B)(6) 2010. I rec'd the depuy total hip pinnacle acetabular cup, sz mm50, altrx 10 degrees, 32 x 50 ID x od +4, aml 6" small stature. Prior to surgery, I had left anterior groin pain which radiated into my anterior thigh. I am unable to work at my job as a registered nurse, cannot walk for extended periods of time, climb stairs or ladders, lifting, cannot sit for an extended period of time. I am limited in where I go and when, I seldom leave home with out someone with me and I limit where I go for fear falling. My left leg is weak and I am prone to falling. Reason for use: left hip osteoarthrosis.